Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the battery compartment was cracked. There was no issue with loss of power and no moisture damage observed inside the compartment. The low profile clip would not stay in place on the pump case. The display was dim and discolored. The contrast setting was increased to the maximum with little improvement observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and the display was dim and discolored. This report is made based on results of investigation completed on (B)(6) 2014.